Event description:
A malfunction alarm was reported with a specific malfunction code, malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support for resetting the pump and understood instructions to call back if the issue recurred, after which the customer was able to continue using the pump without further issues.